Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had loaded expired insulin into a cartridge. Reportely, the insulin had also been left in a car overnight and had frozen. The customer's blood glucose level was impacted (575 mg/dl). The customer took manual injections to address bg level. The customer was able to load a new cartridge with new insulin and bg level was reported to be back in target range.